Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned in three pieces. One piece is split and cracked along the edge towards the center of the lens. A small crack is observed on one of the pieces. A piece of edge material is broken off the lens. A deep scratch is observed on the posterior side of the optic. The reported pigment with metallic reflections was not observed. The returned lens matches the provided photo(s). Associated products were not provided. It is unknown if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The reported pigment with metallic reflections was not observed. We are unable to determine if the reported pigment with reflective material was present at the time of surgery. Associated products were not provided. It is unknown if qualified products were used. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The photo provided shows the lens in three pieces on a piece of surgical gauze. We are unable to determine if solution is present or the extent of the damage to the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that, a crack was visible under the microscope once the lens was in the eye bag. In addition, some pigment with metallic reflections were also present. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).